Event description:
The customer stated that she rec'd a fasting blood glucose reading of 500 mg/dl. While troubleshooting, she performed control tests and rec'd a result of 188 mg/dl. The normal control test range was 102-140 mg/dl. No adverse events were alleged. The call was lost after the first control test was performed, and customer svc was unable to reach the customer. A message was left for the customer, requesting the test strips be returned for eval. Replacement test strips were sent to the customer.